Manufacturer narrative:
Rep reported, while meeting with the patient, that the patient controller (pc) and clinician programmer (cp) would not display the generator on the "select a generator" list. Rep reported that they made more attempts to connect with the patient's ipg and could not get the device to populate in their cp or the patient's pc. The patient had a full system explant no devices were re-implanted, no products will be returned. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported that the patient had their system explanted.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient and abbott rep could not connect to the patient's ipg with external devices. The patient may undergo surgical intervention to explant their device.